Manufacturer narrative:
The sample is lithium plasma that was centrifuged for 15 minutes at 3000 rpm. Qc and system check information is not available. A bci field service engineer (fse) performed preventive maintenance. Fse verified ultrasonics, alignment performance and transducer voltages are all within specifications. Fse performed system check and high sensitivity system check and both met specifications. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a accutni result in the risk stratification range for one patient sample generated by the unicel dxc 600i synchron access2 clinical system. The result was reported out of the laboratory. The patient was transferred to an alternate facility and additional troponin testing performed which resulted in normal reference range. The original sample was repeated and result within normal range was obtained.